Event description:
The customer contact reported the pump did not deliver. At an unspecified time, the pump was programmed to deliver an unspecified medication, with a vtbi (volume to be infused) of 500ml and the delivery was started. No further programming parameters were provided. The customer contact reported the nurse heard the "pump noise, assuming it was being delivered and left the room." After an unspecified length of time, the nurse checked the pump and at this time noted the pump display was incrementing; however, no fluid was being delivered. The pump was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Therapy was resumed using a replacement pump. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.